Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what type of procedure was the device used in? How was the procedure completed? Is there any additional information available? Unfortunately, no additional information has been able to be gathered from the customer.

Event description:
It was reported that during an unknown procedure, the surgeon told the staff in the room that the stapler did not fire properly. It only discharged a few of the middle staples. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54u64. The analysis results showed that the tl60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.